Event description:
Customer responded on routine monitoring call. Customer alleges the device displayed fault message. Customer stated pt was in no danger and did not need defibrillation. Pt was transported without incident. Service rep was unable to duplicate fault condition.